Event description:
It was reported that wire tip fracture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 200cm, 8cm v-18 control wire was advanced to the lesion. However, it was noted that the tip of the device was broken. There was no separation and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: the device has its distal tip kink, distal section kink and middle section kink. Dimensional inspection found outer diameters and length within specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that wire tip fracture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 200cm, 8cm v-18 control wire was advanced to the lesion. However, it was noted that the tip of the device was broken. There was no separation and the procedure was completed with another of the same device. No patient complications were reported.